Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 40% to 5% within 2 hours. In addition, a malfunction alarm occurred. The customer's blood glucose level was 250 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.